Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited backup vvi operations due to communication with merlin at home transmitter. A device download was performed restoring the device. The patient did not experience any adverse consequences throughout the event.

Manufacturer narrative:
Correction: this supplemental report is to correct the previously submitted report to include the PMA number.